Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the physician thinks the high impedances may have been caused by the patient's fall.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v386950, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, during replacement, high impedances were seen after connecting the lead to the new implantable neurostimulator (ins). The previous ins was completely dead, so they were unable to check prior to case. When impedances were checked, everything below electrode three was greater than 4,000 ohms. There was no motor response on electrodes 0, 1, or 2. The lead, then, fractured during removal. As much of it was removed as possible, but four electrodes remained in the patient. A new lead was placed on the opposite side of the patient. There were reports of multiple falls in the last year prior to the report. It was noted that the issue was resolved at the time of the report. There were no further complications reported or anticipated.